Event description:
It was reported to philips that the system shut down unexpectedly and was unable to boot up properly. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) connected with the customer and confirmed the reported issue. Rse attempted a full shutdown by cutting the power supply and the left control station screen powered on but displayed nothing, while the tsm started and attempted to connect to the flex vision pc. On site visit, field service engineer (fse) check the power supply of the video converters and verify the live startup of the host pc. To resolve the problem, fse replaced and configured the host pc. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.